Event description:
Lower than expected valproic acid results were obtained on two control fluids using vitros valp reagent when processed on a vitros 5,1 chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the lower than expected vitros valp results occurred on two control fluids processed on the vitros 5,1 fs chemistry system. The root cause was determined to be user error. The customer stored the vitros valp reagent outside of the manufacturer's recommendations. Subsequent tests performed on correctly stored vitros valp reagents provided expected valp results. The root cause of the event is user error.